Event description:
It was reported that the procedure was to treat a perforation in a moderately tortuous, moderately calcified de novo left anterior descending artery. A 2.8x19mm rx graftmaster failed to cross due to anatomy. A 2.8x16mm rx graftmaster stent was used to successfully seal the perforation and complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.